Manufacturer narrative:
The issue is related to an error in installing the waste container properly after maintenance was performed on the system by the abbott te. Reinstalling the container per the instructions in the operations manual resolved the customer's issue and restored the system to the correct specification. This issue is addressed in the tdxflx system operations manual (45122-105) in sections: 1.0 system description operational precautions and limitations - waste container; 2.0 installation - component installation; 3.0 operation - daily start - up; 5.0 maintenance - empty and wash waste container; and 6.0 troubleshooting - displayed error codes: no waste cup. This is a final report.

Event description:
The customer states that as soon as the abbott technical executive (te) began maintenance on the tdxflx analyzer, the waste container began leaking. There was no direct contact with any lab/abbott personnel reported. The customer states that the leaked fluid was properly contained and disposed of with no risk of infection. The te adjusted the waste container setting. There is no impact to pt mgmt reported.